Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after potentially delivering a pulse on (B)(6). The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6). The patient's download data from their date of passing shows that the monitor reset after potentially delivering a pulse. The patient's continuous ECG recordings from the event of their passing are currently being evaluated. A supplemental MDR will be submitted upon receipt of the clinical analysis of the patient's ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6). The patient's download data from their date of passing shows that the monitor reset after potentially delivering a pulse. The patient's continuous ECG recordings from the event of their passing are currently being evaluated. A supplemental MDR will be submitted upon receipt of the clinical analysis of the patient's ECG recordings. Per the clinical review of the patient's download data surrounding the event, the lifevest detected treatable arrhythmia and went into treatment sequences properly several times before (B)(6) 2020 23:02:49. However, varying heart rate and response buttons usage prevented the pulse delivery for the patient. The lifevest detected asystole properly several times from system powered up at 23:03:36 till the belt was unplugged at 23:19:22. In addition, during this time prior to the belt being unplugged, there were several false detections by the lifevest related to motion artifact and CPR. It is unknown who was pressing the response buttons during these times. At this time there is no indication that a pulse was delivered to the patient per review of the flag data. The investigation into the reset is ongoing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after potentially delivering a pulse on (B)(6). The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.

Manufacturer narrative:
Device evaluation of monitor sn 07177154 has been completed. Upon evaluation the monitor passed essential functionality testing. The root cause for the reset has not been identified. The patient's electrode belt has not yet been returned from the field.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6). Per the clinical review of the available patient data surrounding the event, the lifevest detected a treatable arrhythmia and went into treatment sequences properly several times before resetting at 23:02:49 on (B)(6) 2020. Varying heart rate and response button usage prevented the pulse delivery for the patient prior the reset. It is unknown who was pressing the response buttons during the event. The lifevest does not record ECG data during a reset. The device powered back up following the reset at 23:03:26. Following the reset, the lifevest detected asystole several times and there were several detections by the lifevest related to motion artifact and CPR. The lifevest remained active following the reset until the belt was unplugged at 23:19:22. Based on the information available, the investigation is inconclusive as to whether a pulse was delivered at the time of the reset.